Event description:
Boston scientific received information that during normal device change out, this right atrial (ra) lead displayed no capture. The lead was electively replaced at the time as the device. There were no adverse patient effects reported. Limited information available as this was a competitive device replacement. The lead was capped.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.